Event description:
Information received indicates there is no power to the bed functions.

Manufacturer narrative:
The technician found the f5 fuse on the power control module was blown. The fuse was replaced to repair the bed.